Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Use error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had a blood glucose (bg) of 400 mg/dl, with small ketones, polyuria, polydipsia, and extreme drowsiness. During troubleshooting, customer support found that the patient had inaccurately made a manual calculation of the dosage, as well as had changes in pain and stress levels. Cs referred the patient to an hcp for diabetes management, and attributed the bg excursion to training/misuse. This complaint is being reported as the hyperglycemia is attributed to the use error of incorrect calculation.